Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the distal outer sheath, guide wire lumen, and on the entire length of the sess, consistent with the reported use in the patient. There was no saline visible. The stent implant was deployed out from the distal outer sheath and was not returned. The distal outer sheath was not retracted. The handle of the sess was disassembled and all the internal mechanism components were returned. The handle being disassembled may be due to an attempt to manually deploy the stent. Although not reported, the outer member was separated in two pieces, 31.5 cm proximal to the proximal end of the distal outer sheath and 1.2 cm distal to the distal end of the shuttle. The material at the separation was jagged. The outer member was separated at the distal end of the strain relief tubing. The material at the separation was stretched and jagged. The hypotube was separated 1.2 cm distal to the distal end of the shuttle. The fracture faces were ovaled shaped, suggesting that the hypotube had kinked prior to separation. There was a kink in the outer member 45.5 cm proximal to the separation. There was a kink in the outer member 35.5 cm proximal to the distal end of the outer member. A non-abbott guide wire was returned inserted in the guide wire lumen of the returned sess and was removed without resistance noted. There was blood on the black polymer coating and no saline visible. The returned non-abbott guide wire was separated 68.3 cm distal to the proximal end of the guide wire, and appeared to have been sheared or cut. The black polymer material at the separation was smooth, further suggesting the wire may have been cut. There was no other damage noted to the non-abbott guide wire. Partial deployment may be the result of, but is not limited to, manufacturing, interaction with lesion/anatomy, physician technique, kinked shaft, difficulty fully rotating the thumbwheel, and/or damage to the handle components or sheath. Analysis of the device noted kinks in the shaft and hypotube, which likely contributed to the reported deployment difficulty. This damage was not originally reported and is likely a result of the procedural attempts to place the device in the target lesion, which was described as totally occluded and mildly calcified. The separations noted in the shaft and hypotube may be related to additional handling of the shaft after kinking. Reportedly, force was used to deploy the stent and the stent fractured into two pieces. It is possible that during the attempts to deploy the stent, the stent partially deployed. If the exposed stent struts of the partially deployed stent were apposed to the vessel wall, such that during removal of the sess with force, the exposed struts fractured and separated. A request was made for images of the case and fractured stent; however, none were available. The absolute pro ll instructions for use (IFU) states: do not attempt to pull a partially expanded stent back through the sheath or guiding catheter; dislodgment of the stent from the delivery system may occur. Once the stent has started to deploy, it is not recommended to remove the stent with the delivery system. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Reportedly, a control angiography showed there was good flow and after post dilatation, the procedure was stopped and the patient was discharged from the hospital three days post procedure. Based on the reported information and analysis of the returned product, the reported complaint appears to be related to the operational context of the procedure. Additionally, based on the manufacturing records review, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Additionally, all absolute pro ll devices are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported that after predilatation of the lesion in the totally occluded, mildly calcified femoral artery, during stent deployment, the stent only partially deployed. Force was used to deploy the stent; fracturing the stent into two pieces. A control angiography showed there was good flow and after post dilatation, the procedure was stopped. The patient was discharged from the hospital three days post procedure. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035. Sheath: 6fr. The device was received. Investigation is not yet complete.